Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported hydration stent and catheter was used to resolve the resistance/kink. In vitro observation was obviously kinked. The resistance was in the catheter extremity. Continuous saline flush was administered and maintained as indicated in the instructions for use (IFU).

Event description:
Medtronic received a report that a pipeline encountered resistance and was kinked. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured cavernous sinus segment aneurysm with an amorphous morphology. Aneurysm dimensions: max diameter 8 mm and neck diameter 5 mm. Landing zone (artery size): distal 4.8 mm and proximal 5.1 mm. The patient¿s vessel tortuosity was minimal. An irregular aneurysm with a wide neck of 8 mm in the cavernous sinus segment of the left internal carotid artery was treated with ped-500-20. Normal hydration and the marksman access system were in place. After hydration, the y valve at the tail end of the marksman catheter was pushed in, the tip end of the stent sheath and the y valve were stabilized, and the stent was pushed into the y valve and marksman, but there was obvious resistance. The position of the sheath and the y valve was adjusted, but there was still obvious resistance and it could not be pushed. Withdrawal and opening in saline also had great resistance. After pushing out, the stent was kinked, which affected the push-out of the stent. Replaced it with ped-500-18 to complete the operation. Dapt (dual antiplatelet treatment) was administered (ru level none). Angiographic result post procedure: aneurysmal blood flow retention. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Continuation of d10: product ID: unk-nv-marksman. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex embolization device was returned for analysis within a shipping box; within a plastic bio-pouch; and within a dispenser coil. The pipeline flex embolization device was returned within introducer sheath. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The distal end of braid was found not opened due to damaged braid. The proximal ends of braid was found fully opened and damaged. No other anomalies were observed. ¿ testing/analysis: the pipeline flex device was pushed out from introducer sheath without any issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.